Event description:
It was reported that sheath tip damage was observed. The patient was implanted successfully with an acurate neo2 valve. During removal of the 14f isleeve introducer sheath, the tip of the sheath was observed to be partially broken, but still attached. The 14f isleeve introducer sheath was removed without incident. No harm occurred to the patient.